Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Evaluation statement the complaint device was received and evaluated. Visual observation confirms the anchor cheesewired, confirming this complaint. This cheesewiring effect has been typically observed due to excessive tension being placed on the sutures during anchor deployment which is consistent with the observed failure on this complaint anchor. A design change to the distal tip of the anchor is currently in progress to address this failure mode and strengthen the tip of the anchor to help mitigate similar future complaints. A batch record review has been conducted and our results indicate that this batch of product was processed without incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the mitek complaints system revealed no other similar complaints from this lot which was released to distribution on september 2, 2013. At this point in time, no corrective action is required, and no further action is warranted. However, depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. This report is being filed from the remetrex complaint management system as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions.

Event description:
The anchor broke after all sutures had been applied (first 2 sutures were inserted, then after inserting 4 additional ones as recommended, the anchor broke) - this anchor was used for testing and outside of patient with same like product. The affiliate reported there were no patient consequences and a 2-minute delay. The procedure was completed with another like product.